Manufacturer narrative:
(B)(4).

Event description:
The product was resterilized. According to the reporter, during a laparoscopic nephrectomy procedure. While lifting renal with the device, the surgeon noticed the device was damaged at the articulating part and the part broke in four. The status of the patient: no problem. The part fell into the patient's cavity and was retrieved.